Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported the device was in use for infusion of pip-tazo. The reporter stated the IV bag had between 100-150 ml remaining at the end of scheduled infusion. The reporter stated this occurred "during the past two weeks". No adverse effects reported.